Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned intact and not severed. The non-specific product performance allegation was confirmed. The visual inspection revealed a stretched shocking coil that was likely handling damage. The observed damage was not deemed to indicate product defect or malfunction but was likely occurred during normal use of the product. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. The lead was never in service no adverse patient effects reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. The lead was never in service no adverse patient effects reported.